Event description:
The pt reported that their display was missing segments. The issue began and the pt reported the problem with the meter 2 days later. They did not experience any high of low blood sugar symptoms during this time. The pt stated that they could see the half of the display. They took their set amount of insulin during the time that they were unable to test. They contacted their physician in order to get a new meter. No treatment was reported. The meter has been replaced for the pt. The issue with the meter was not resolved. No further info has been reported.